Manufacturer narrative:
Clarification to d4 device information: the serial numbers for the patient's devices are 19917458 (l) and 19534698 (r). As the affected side of the rupture is unknown, only the catalog number has been populated at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "one of my implants has ruptured". This record is for a unknown side. Device remains implanted and it is unknown if the device will be returned.